Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running after the trigger is released was duplicated. Based on the investigation details, the likely cause was corrosion in the motor and potted trigger assembly, as well as, problems with the driveshaft and bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver continued to run on its own during a surgical procedure. The case was completed. There were no adverse consequences reported as a result of this event.